Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue; (B)(4). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/02/2016 with the following findings: review of the black box and alarm history revealed evidence of call service alarm ¿cs012- 0095¿ on 12 march 2016 and 20 march 2016. On investigation, the pump powered on normally and ¿ez-prime¿ steps were performed correctly. There were no ¿cs012¿ alarms or any errors, alarms or warnings during the investigation. The investigation did not duplicate the ¿cs012¿ complaint. The pump cover was removed for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the battery compartment was noted to be cracked at the threads above and on the side of the grip pad and the display was found to be dim and discolored. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.